Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol did not come out smoothly and on inspection it was found to be cracked in three places along the edge. Additional information has been requested and received stating that the procedure completed on the same day. Lens remain implanted. Because optic was preserved and patient was becoming slightly uncomfortable, the iol was centered on visual axis. There was no patient harm. Surgeon¿s prognosis was found to be, ¿pciol in good position os, observe. Limited vision due to geographic atrophy and iol aim was -2.50 ou.¿